Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the following alarms noted: system error (se) 2367, se 2240, and se 1032. A visual inspection was performed with no issues noted. A simulated therapy and functional testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. Although the type of reported system error alarm was not specified, the evaluation concluded that the alarm was likely a system error (se) 2240. The cause of the se 2240 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an unknown system error alarm during the use of the homechoice device. This event occurred during an unspecified therapy cycle. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.